Event description:
Repair center: alleged alarming/red light. The rexroth valve is stuck, the poppet valve is not shifting, the heat exchanger is leaking, the power switch has a short circuit, and the tubing is leaking.